Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent an incisional hernia repair. A bard/davol ventralight st w/ echo was implanted in patient during this repair. (B)(6) 2016: the patient underwent removal of the failed ventralight st w/ echo. Upon entering the patient¿s abdomen, the physician noted ¿there was omentum and one single loop of bowel stuck to the abdominal wall mesh. The mesh appeared to have slipped some and it is inside of recurrent hernia. The omentum came off the mesh fairly easily using mostly blunt dissection. The loop of bowel, however, was densely stuck and this was where his obstruction had been.¿ the mesh implanted in the patient failed to reasonably perform as intended, and had to be surgically removed necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus provided no benefit to him. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.

Manufacturer narrative:
H.11 this emdr corrects the field expiration date, (d.4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st w/ echo device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. The physician noted there was omentum and one single loop of bowel stuck to the abdominal wall mesh. The mesh appeared to have slipped some and it is inside of recurrent hernia. The omentum came off the mesh fairly easily using mostly blunt dissection. The loop of bowel, however, was densely stuck and this was where his obstruction had been. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent an incisional hernia repair. A bard/davol ventralight st w/ echo was implanted in patient during this repair. On (B)(6) 2016: the patient underwent removal of the failed ventralight st w/ echo. Upon entering the patient¿s abdomen, the physician noted ¿there was omentum and one single loop of bowel stuck to the abdominal wall mesh. The mesh appeared to have slipped some and it is inside of recurrent hernia. The omentum came off the mesh fairly easily using mostly blunt dissection. The loop of bowel, however, was densely stuck and this was where his obstruction had been.¿ the mesh implanted in the patient failed to reasonably perform as intended, and had to be surgically removed necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus provided no benefit to him. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.